Event description:
The customer was hospitalized for high bgs. The customer had abdominal pain and hard time breathing. The cause of their admission was unknown at the time of call. It was stated that the pump does not need to test because high bgs were due to the quick release not connected properly.